Manufacturer narrative:
Reliability analysis evaluated 1 open/used reservoir. Inspected reservoir, snap-cap, and septum for anomalies. None were found. Ran occlusion test. Reservoirs were filled with diluent and connected to a new infusion set. Installed reservoir and connector into a 7xx insulin pump. Performed insulin pump manual prime, visual fluid flow through infusion set, and out catheter tip. In conclusion the reservoir was not occluded.

Event description:
The customer reported via phone call that he experienced a high blood glucose level of 497 mg/dl. The customer treated his blood glucose level with a bolus. The insulin pump alarmed change sensor and calibration error. The device was not returned.